Manufacturer narrative:
Product event summary: it was reported that the patient experienced critical battery alarms and power switching events. The battery ((B)(4)) was returned for evaluation. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the device failed visual inspection due to a tear on the output cable. This is an additional observation not related to the reported event and likely due to the handling of the device. Log file analysis revealed instances of premature power switching events due to communication errors; however, (B)(4) did not trigger any power switching events. Based on the available information, the most likely root cause of the power switching events can be attributed to a communication errors between the controller and batteries; however, (B)(4) were not the batteries that triggered these events. Alarm log files do not cover the reported event date. Applicable risk documentation and experience with events with critical battery alarms were considered; events with critical battery alarms can be attributed to communication errors between the controller and batteries or can be due to the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4) / model #: 1650de / expiration date: 2015-07-31 return date: 2016-02-12 evaluated by MFR, mfg date: 2014-07-01 not labeled for single use.

Event description:
It was reported that the batteries had a "critical battery" alarm and power switching. The batteries were exchanged. No patient complications have been reported as a result of this event.